Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted. About an hour after implant it was noted on the limited surface echo there was a trace to small pericardial effusion noted. This was not noted on the transesophageal echo (tee) prior to implant or on the tee after implant before the patient left the cath lab. The patient was stable and showed no signs of hemodynamic compromise. The patient was kept overnight for monitoring and a limited echo was performed the following day. No further intervention was needed and the patient was discharged home on (B)(6) 2021.